Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement monitor shipped to site 01/11/2017. Medtronic investigation of returned suspect monitor finds that the returned monitor has several scratches on the screen. When connected to a known good navigation system, the monitor returned a good image with full touch function. Observed a small flicker at one point when the screen was transitioning from one image to another. This condition was very minor and did not cause any functional issues. Electrical failure. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. On 01/17/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that their navigation system surgeon monitor would intermittently flicker. Reported was that the navigation system staff cart monitor displayed normally. No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.